Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Ventricular capture management trend threshold measurements up to 2.5v by week of (B)(6) 2015 and has remained elevated. Threshold measurements aborted 8 of last 15 days due to high threshold (greater than 2.5v). Observation for high threshold on (B)(4) 2015.

Event description:
It was reported that there was sudden jump to high threshold on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).